Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pneumonectomy laparoscopic procedure, the device was able to fire but the staples did not form properly and the staple line was incomplete distally. The staple line was fixed using clip and another device was used to complete the case. There was no patient injury.